Event description:
It was reported that during an anterior cruciate ligament surgery there was a rupture of the tightrope loop. All broken part were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation, suture white/black and suture tape were returned. Blue suture and button were not returned. Suture tape is broken. However, it can be probably damaged when it was used close to another device. The observed condition is attributed to undetermined.